Event description:
It was reported that during an low anterior resection procedure, the case started laparoscopic and then pfannenstiel incision in order to use device leaked. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.